Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  No unexpected ready to pre-run was displayed as reported. The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thyroid procedure there was a red screen displayed on the generator and when the hand piece was put aside and laid on the drape it self activated. It reverted to the self test. The device was moved over and laid on top of the generator and it self activated again. The procedure was completed by clamping and suturing with no patient consequences. There were no consequences as a result of self activation.